Manufacturer narrative:
The device reported, used in treatment, was not returned for evaluation. The relationship between the product and reported incident cannot be established. A review of manufacturing records for the reported lot number 2028236 found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. A visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to the failure reported include, but are not limited to: device coming into abrupt contact with a hard (metallic) object, improper insertion or removal from an apparatus, used at a higher than recommended set point or excessive force applied to the tip. No containment or corrective actions are recommended at this time. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during an arthroscopic knee surgery, a fragment of the tip in the super multivac wand came off. The fragments were retrieved and the joint was washed out with normal saline solution. It is unknown how the surgery was completed and if it was delayed. The patient was not injured. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.